Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03716, 0001822565-2020-03717, 0001822565-2020-03718, 0002648920-2020-00488, 0001822565 - 2020-03719, 0001822565-2020-03721, 0001822565-2020-03722, 0001822565-2020-03723, 0001822565-2020-03724. Medical devices: stem extension offset 14mm dia x 100mm length(combined length 145mm) catalog#: 00598802014 lot#: 61096199, femoral component option size e right catalog#: 00599401592 lot#: 61014615, articular surface with locking screw size green/e f 12 mm height catalog#: 00599404012 lot#: 60808702, stemmed tibial component precoat size 5 catalog#: 00598004701 lot#: 60931612, stem extension offset 13mm dia x 100mm length(combined length 145mm) catalog#: 00598802013 lot#: 60929487, prc agmt block post sz e 5mm catalog#: 00599003501 lot#: 60808963, prc agmt block dist sz e 5mm catalog#: 00599003510 lot#: 60722589, prc agmt block dist sz e 10mm catalog#: 00599003520 lot#: 60059269, prc tib block 10mm sz5 catalog#: 00598800527 lot#: 60088181. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee procedure approximately twelve years ago. Subsequently, patient is reporting a pain, inflammation, swelling, and a decline in health. Device debris has also been reported. No revision procedure has been reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.